Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.00x28mm promus element¿ drug-eluting stent was deployed to the lesion. Following stent deployment, it was observed under fluoroscopy that there was a mild, non blood flow limiting, proximal edge dissection. Subsequently, a 3.0x16 promus element¿ drug-eluting stent was then advanced and was overlapped to cover the dissection. No further patient complications were reported and the patient¿s status was stable and fine.